Manufacturer narrative:
Follow-up # 1 date of submission 11/08/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/28/2013 with the following findings:the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive; the ok and contrast buttons responded appropriately. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. A test display was inserted and found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, it was reported to animas that allegedly the keypad rubber is loose on the button keypad and that the up arrow button and ok buttons have been intermittently unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issues were not resolved with troubleshooting.